Event description:
The customer reported that the device failed the pacer test.

Manufacturer narrative:
The device was evaluated at philips and the symptom was verified. The power pca was replaced resolving the reported issue.